Event description:
Customer reported air bubbles in the reservoir. The blood glucose reading was 282 mg/dl. Customer stated that she had treated. She stated that the air bubbles were a half inch long in the tubing and the ones in the reservoir were tiny. She stated that the insulin pump was not rewound with the reservoir in place. She stated that there were no leaks. She also reported a no delivery alarm that had been resolved by a complete set change and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.